Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments; the terminal segment was severed 9.8 cm from the terminal pin and the middle segment was 45cm total in length. The middle segment had one end severed and the other end stretched and fractured, which was found to be a result of the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits on both lead segments. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations as lead segments passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise. The suspected cause of the observation was lead on lead contact. Both leads were explanted and replaced. No additional adverse patient effects were reported.